Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent two transforaminal lumbar interbody fusion and posterior fusion surgeries using rhbmp2/acs. On (B)(6) 2009, patient underwent fusion surgery on the lumbar region of her spine from l4-l5 using transforaminal and posterior approaches. The rhbmp2 collagen sponge was placed outside a cage in the disc space and over the posterior elements. On (B)(6) 2009, patient was readmitted for surgical exploration, irrigation and debridement and closure of her wound due to wound d ehiscence, abscess and infection. Subsequently, patient's low back pain became increasingly severe and in (B)(6) 2009, imaging studies suggested pseudoarthrosis. Severe pain and symptoms ultimately compelled patient for a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: lumbar spondylosis with segmental kyphosis, l4-l5; large herniated nucleus pulposus, l5-s1. The patient underwent the following procedures: bilateral posterior segmental spinal instrumentation, l4 and l5, with pedicle screws; transforaminal lumbar interbody fusion (left). L4-l5 with the placement of interbody spacers; anterior spinal fusion, l4-l5, with local bone graft and bmp; right l5 laminectomy with l5-s1 diskectomy; neuromonitoring with somatosensory evoked potentials and emg stimulation. As per op-notes, ¿the deep fascia was released and the dlif tubular retractors were placed. After few steps attention was turned to transforaminal lumbar interbody fusion on the left side. Additionally sizers were then utilized to size the interbody space, 2 mg of bone morphogenic protein with local bone graft was placed anteriorly and then a 10 x 22 mm spacer was placed from the left side at l4-l5. The surgeon then decorticated the lateral aspect at l4-l5, placed the remaining bone morphogenic protein with local bone graft and then broke off the set screws bilaterally.¿ no intra-operative complications were reported.